Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been having lows for the last three or four days. Customer's current blood glucose is 255 mg/dl. She treated with her device. Customer stated she thought she was experiencing lows because of anti-depressant medication she was prescribed. Customer stated she went to the hospital on (B)(6) 2014. She stated she was admitted for depression and anxiety. Customer's stress has been higher due to family issues. Customer's blood glucose was also low. She stated she believes she was low due to her basal rates being changed by her doctor. In troubleshooting, the drive support cap appeared normal. Customer declined further troubleshooting because she was having an anxiety attack. She was advised to speak to her doctor about her lows and about adjusting her basal rates. Nothing further reported.